Manufacturer narrative:
(B)(4): the customer reported a paddle set failure. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a paddle set failure. There was no reported pt involvement.